Manufacturer narrative:
Device evaluation: software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system trackers could not be viewed by the medtronic navigation system. It was reported that the viewing station of the imaging system and imaging system were restarted to restore functionality. There was no patient present when this issue was identified. No additional information was provided.